Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b5, d9, and g2 (added health professional) . The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 06, 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where an additional reportable malfunction was noted where foreign material remained in the air/water cylinder and air/water tube. The foreign material and the root cause of why it remained could not be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction of the initial report. The user provided third-party culture tests were as follows: sampling date: unknown. Sampling from: unknown. Cfu: >1cfu.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. In addition, poor a-rubber bonding was also observed.